Manufacturer narrative:
Sc-2218-70 , sn: (B)(6). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patients lead had migrated which was found out during a revision (MFR report number 3006630150-2019-07460). It was unknown whether lead migrated prior or during the procedure. The physician replaced the patients lead. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patients lead had migrated which was found out during a revision (MFR report number 3006630150-2019-07460). It was unknown whether lead migrated prior or during the procedure. The physician replaced the patients lead. The patient was reportedly doing well postoperatively.